Event description:
Caller reported damage to the pump housing surrounding the usb port, which impacted their ability to charge the pump. There was no reported impact to the customer's blood glucose level, and it did not exceed 500 mg/dl. Customer reverted to an alternate method of insulin therapy.